Event description:
Following implantation with the enore system, the patient felt pain on the right side of the neck and developed slight drainage from the incision. A CT scan was performed which indicated that the bone anchor was displaced about 1 cm. A new bone anchor was implanted and the original suspension line was threaded through the new bone anchor and successfully tensioned.